Event description:
Arthritis [arthritis], right knee swelling/swelling of both knees [joint swelling], right knee effusion/effusion of both knees [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) male patient, (B)(6) cartilage injury of knee. The patient's medical history is significant for previous treatment with (B)(6). On (B)(6) 2011, the patient initiated synvisc injections of 2 ml into both knees. The clinical status post injection was good and it lasted for about 10 days for both knees. The synvisc lot number was not provided. On (B)(6) 2011, the patient initiated the second synvisc injection of 2 ml into both knees. Prior to receiving the second synvisc injection, the patient had no fluid in either of his knees. The needle was injected to fore-inside of the knees. While the patient was receiving the second injection in the right knee, the drug fluid leaked between the needle and the injection body, therefore, the body was changed to a new one with the needle inserted. Leakage was observed again and the needle was pulled out. The injection was replaced and a new injection was then used to inject synvisc into the patient's knee. Therefore, the patient's right knee had a little more injection. The patient did not seem to experience any pain during the procedure. Following the second synvisc injection in knees, the patient's status improved and the patient practiced exercise bike mildly. On the night of (B)(6) 2011, the patient experienced arthritis and right knee swelling. On (B)(6) 2011, the patient was directed by the physician to have icing and oral intake of antiphlogistic analgetic agent as additional treatments for the event of right knee swelling. On (B)(6) 2011, the patient visited the clinic and the patient's right knee was aspirated of 50 cc of opacity joint fluid. On (B)(6) 2011, the patient experienced swelling in both knees and re-visited the clinic. On the same day, both knees were aspirated of joint fluid. On (B)(6) 2011, the synvisc treatment was permanently discontinued and the patient did not receive the third injection of synvisc into either knee. The patient's outcome for the events of arthritis, right knee swelling/swelling of both knees and right knee effusion/effusion of both knees was reported as unknown. Concomitant medications were not provided. The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probably related. The relationship between the synvisc and the events of right knee swelling/swelling of both knees and right knee effusion/effusion of both knees was not provided by the reporting physician. The causality assessment has been pended until the culture test result of the aspirated joint fluid comes back. The physician assessed this case as serious because he considered joint fluid retention of a young athlete as serious. Additionally, the physician did not provide product complaint report regarding the leakage as the physician did not consider that the leakage caused the adverse events.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaints. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.